Manufacturer narrative:
G4: 30jun2020. B4: 30jun2020. Information was received that the customer was provided with a quote for service/repair. The customer declined service and the repair was performed with a third party service provider. Although requested, patient information and repair information were not provided. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09jun2020.

Event description:
It was reported that the ventilator had an alarm lamp fault. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported.